Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative (rep) on (B)(6) 2017. Information indicates the catheter would not be returned because it was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-nov-27, additional information was received form a foreign healthcare professional (hcp) via a manufacturer representative (rep) and daiichi. Clarification of the statement "pulled out of" stated, "the indura catheter was disconnected at the connection site of pump-side tube and spinal cord-side in the back-side pocket. The concentration of the drug in the pump was unknown. The patient symptoms were reported. There was no information reported about how the catheter fracture/pulled out was identified.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# n165230023 serial# implanted: (B)(6) 2009 explanted: (B)(4) 2017 product type catheter the previously reported device codes (B)(4) and (B)(4) no longer applies to the event. The device codes have been update to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2017, additional information was received from a foreign distributor and healthcare professional (hcp) via (B)(4). It was found during the operation that the event was not a catheter fracture. The catheter was found to be disconnected at the connection where the catheter was connected with the tubing connector and the sleeve in the pack pocket. A catheter replacement was still performed. The adverse event of "disconnection from catheter connector (not catheter fracture)" was recovered on (B)(4) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected; on 2017 (B)(4), additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) and daiichi. Clarification of the statement "pulled out of" stated, "the indura catheter was disconnected at the connection site of pump-side tube and spinal cord-side in the back-side pocket. The concentration of the drug in the pump was unknown. There were no patient symptoms reported. There was no information reported about how the catheter fracture/pulled out was identified. New info; on 2017 (B)(4), additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) and daiichi. Information confirmed there were no patient symptoms reported, but an additional report stated on 2017 (B)(6) "there was a marked worsening of spasticity whenthe patient came to the hospital". There was no information reported regarding how or why the disconnection was suspected but an additional report indicated a catheter x-ray study was performed on 2017 (B)(6) with abnormal findings; disconnection from catheter connector. Replacement was reported as troubleshooting for the event. One report indicated on 2017 (B)(6) the catheter replacement resolved the event but an additional report stated "no improvement in spasticity after the procedure". The attending physician's assessment stated, "the cause of catheter disconnect was unknown".

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# n165230023, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign distributor and healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (706 mcg/day, unknown concentration) via an implantable pump for spinal cord injury. On (B)(6) 2017, a catheter fracture was identified. The classification of severity was indicated as "6 (serious)". Event details indicated the "pump system was newly implanted on (B)(6) 2009, and the first pump replacement procedure was performed on (B)(6) 2015 (at the replacement, only the pump was replaced.) The attending physician told that the catheter in the back was fractured and was pulled out." A catheter replacement of the catheter was scheduled for next tuesday ((B)(6)). The cause of the fracture was unknown per the attending physician's assessment.